Manufacturer narrative:
The reported event of insulation twisted was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection did not find any anomalies on the lead body. X-ray examination found over-torque of the inner coil in the connector region consistent with procedural damage. Electrical testing was normal.

Event description:
It was reported that the patient presented to the hospital for implant procedure. During the procedure, the right ventricular (rv) lead's body started to twist within the patient's body. The rv lead was not installed and the procedure was completed with an alternative lead on (B)(6) 2023. The patient was in stable condition.